Manufacturer narrative:
Device received with all buttons responding properly. No damage on keypad assembly. No unlocked lcd keypad connector. Device received with all operating currents within specification and passed functional testing including the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. Device primed properly. No excessive no delivery/occlusion alarm noted. No unexpected audio/vibrate anomalies noted, no unexpected back light anomalies noted and no unexpected rewind anomalies noted. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin squirted out during priming without any alarm. The customer¿s blood glucose level was unknown at the time of the incident. The customer states that the backlight button of insulin pump does not working always, insulin pump giving alerts in low volume and receiving no delivery alarms. The insulin pump will be returned for analysis.